Event description:
It was reported that the valve would not drain at pressure level 1.0.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. The valve met specifications for pressure/flow and preimplantation testing. The conditions of the complaint could not be reproduced in the lab. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.